Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a recorded red alert via latitude home monitoring system and the patient was presented to have their device checked. The right ventricular (rv) lead exhibited loss of capture. A fracture was confirmed with the rv lead. Additionally, it was noted that the device was reprogrammed to unipolar approximately three years prior due to a safety switch for pacing impedance high out of range. The patient was sent home and a revision procedure was scheduled for the following day. This rv lead was deactivated and a new lead was implanted. No additional adverse patient effects were reported. This rv lead remains implanted but electrically deactivated.